Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During a laparoscopic case, clips were ineffective. Clips not clipping properly. Another device was opened. I have no more information.